Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01276.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right internal jugular vein due to deep vein thrombosis. Patient is alleging tilt and vena cava perforation. The patient is further alleging anxiety. Per a report from CT (computed tomography): "an ivc filter is present. There is no filter fracture. The tip of the filter extends to or slightly above the level of the renal veins. The superior tip of the filter is tilted anteriorly by about 3 degrees relative to the main axis of the ivc. The 4 lower struts of the filter extend beyond the ivc. The posterior strut extends about 5 or 6 mm into the paravertebral soft tissues. The anterior strut is within 3 mm of the ivc wall. The right and left lateral struts are about 4 mm beyond the ivc wall. There is no penetration into surrounding structures."

Event description:
It is alleged that the patient received a cook gunther tulip filter on (B)(6) 2016. The patient alleges to have been injured without further explanation.